Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the ureteral stent was broken.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided in the original dustcover and bard inlay pouch. The broken suture and pigtail straightener were on the sample provided. Visual requirements per cs-7090-xx state to use unaided eye at 12"to 18" distance under normal room lighting unless otherwise noted. When evaluating the sample, it could be seen that the tip of that sample on the proximal end of the sample had been removed by what would appear by force due to stretching and discoloration of the material. The separated part was not provided. The suture does appear to be broken with force due to the stretching at the break. No other defects were evaluated. Dimensional evaluation noted the dimensional requirements per cd-7090-xx state the od is to be 0.061"± 0.002", tip ID to be at 0.039" ± 0.002", and the guidewire to be 0.035" ± 0.001". The sample passed all the dimensional requirements. The od measured at 0.0627" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. Although an exact root cause could not be determined a potential root cause could be material selection. The DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the ureteral stent was broken.